Manufacturer narrative:
H3) the manufacturer representative (rep) went to the site to test the imaging system. The rep checked the system door opening and closing. No faults were found. System performed as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry opened halfway, then got stuck and was unable to fully open or close. As a troubleshooting step rebooting did not resolve. Representative pressed the yellow emergency door override button and could hear the gantry make noise, but it did not move. Also reported that the bottom part of the o was pushed out. No patient was present at the time of event.